Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was noted that the rv lead exhibited high capture threshold. Rv lead insulation breach was suspected. The rv lead was explanted and replaced. Patient condition was stable throughout.